Event description:
It was reported that the pt's health care provider was having difficulty aspirating the reservoir. Normally, the pump is filled with 40 cc, but this time, filling was 20 cc was difficult. Also, the needle did not seat well, so blood tinged fluid was returned. The health care provider retried and was able to draw clear fluid. It was later reported that there was a refill problem. The health care provider was having difficulty accessing the ctr access port. Under imaging, the health care provider aligned with the ctr access port and was able to perform the refill. The issue was that he was trying to align the template to a suture and not the ctr access port. The pump was able to be filled and the pt was fine. The drug in the pump at the time of the event was not reported. Add'l info has been requested a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).